Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure, an operating room (or) staff called in to report an ongoing issue with patient side manipulator (psm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no faults. The customer stated that they had to install the instrument on arm 3 several times before it engaged. They reseated the sterile adapter but continued to experience problems with instrument engagement on arm 3 only. The customer reported that the same issue occurred last week, affecting only arm 3. The procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the patient side manipulator (psm). They system was tested and verified ready for use. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The patient side manipulator (psm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reproduced complaint via system logs. During visual inspection, the retention plate left spring pin was found to have a moderate amount of friction. The unit was installed onto a golden system where the psm had functioned as designed. Multiple sterile adapters and instruments were installed however no faults or errors were triggered. The unit was then installed onto a patient side cart fixture test platform where it passed all relevant testing within specification. Fa will be considering the spring pin friction replication of the reported problem and as a result, the retention plate left spring pin is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.